Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker for evaluation. Stryker observed that the device was unable to power on under ac power and under dc power using the customer's battery. However, the device was able to power on with dc power using a known good battery. The eos and power pcba of the power module was replace to resolve the ac issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the device unable to power on under ac and dc power could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.